Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: on (B)(6) 2015: (B)(6) med center ((B)(6) ). (B)(6) , md. Indication: ¿this 46-year-old female patient who presents with a large bulging incisional ventral hernia. The need for repair, its risks, benefits and alternatives were discussed. Risks discussed were inclusive of but not limited to possible adjacent organ injury. After review of the CT scan images on CT scan report decision was made to perform an open hernia repair because of the size of the hernia sac in the obese subcutaneous tissue. It was also close to the pubic bone, laparoscopic fixation could be initiated. This was discussed with the patient. The risks, benefits and alternatives of open ventral hernia repair were discussed with the patient extensively. The risks discussed were inclusive of but not limited to possible adjacent organ injury, bleeding, blood transfusion, wound infection, scarring and deformity, need for multiple additional procedures, mesh infection and its sequela as well as anesthetic complications. The patient asked questions and all her questions answered to her satisfaction. Hence, an informed consent was obtained.¿ implant procedure: open ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (1dlmcp04/13286010, 15cm x 19cm x 1mm). Implant date: (B)(6) 2015 (hospitalization dates unknown) on (B)(6) 2015: (B)(6) med center ((B)(6) ). (B)(6) , md. Operative report. Assistant: (B)(6) , do. Preoperative and postoperative diagnosis: incisional ventral hernia. Anesthesia: general. Specimen: hernia sac. Complications: none. Blood loss: 5 ml. Procedure: ¿the patient was brought to the operating room, placed supine on the table and monitored in at least 5 separate physiological parameters. The patient was found to be hemodynamically stable, so general anesthesia was administered. A foley catheter was passed. Ted hose stockings, sequential compression was placed and abdomen cleaned, prepped and draped in the usual sterile fashion. A timeout was performed and then the surgery initiated. A longitudinal incision was made from below the umbilicus down to the pubic area and deepened down through skin and subcutaneous tissue down to the fascia. The defect in the fascia was seen and a large subcutaneous and ventral hernia sac was seen. It seemed to be mostly located left side and subcutaneous tissue was originally midline. It was dissected free from the rest of the subcutaneous tissue and then was opened and intra-abdominal contents were reduced back into peritoneal cavity without difficulty. The hernia sac was resected and sent for histopathology and the edges of the hernia defect were cleared from intraabdominal adhesions. There were no significant adhesions. A large mesh gore-tex dualmesh +15 cm x 5 cm was introduced with the smooth surface towards the peritoneal content and it was sutured with o gore-tex o running suture 2 to 3 cm in from the edge of the hernia defect in all directions. Excess mesh was trimmed away. The local anesthetic was now generously infiltrated wound and hemostasis carefully ensured, after which the wound was irrigated copiously and checked for hemostasis again, there was no bleeding. The subcutaneous tissue was closed with 2-0 vicryl interrupted and skin closed with skin staples. A sterile dressing was placed and entire procedure concluded.¿ on (B)(6) 2015: implant sticker. Description: ¿mesh, surgical dual tefln plus¿. Catalog number: 1dlmcp04. Lot number: 13286010. Qty: 1. Expiration date: 9/30/17. Implant site: abdomen. Size: 15.0cm x 19.0cm x 1.0mm. Manufacturer: gore, w.l. & associates, inc. On (B)(6) 2015: (B)(6) , md. Pathology. Specimen source: ventral tissue. Gross examination: fragment of pink yellow and purple fibroadipose and membranous tissue, 19 x 8 x 1 cm. Explant preoperative complaints: on (B)(6) 2015: (B)(6) med center ((B)(6) ). (B)(6) , md. Indication: ¿this is a 46-year-old female patient who underwent open ventral hernia repair with mesh on (B)(6) 2015. Patient recovered well and was discharged back to work and approximately 3-4 days ago, started developing painful, swelling and redness in the anterior abdominal wall, mostly to the left side from the midline. She went to the emergency room at (B)(6) hospital and was transferred to north shore medical center. A cat scan revealed a phlegmonous abscess in the area of the ventral hernia repair. The need for incision and drainage and likely removal of mesh with wound vac placement was discussed with the patient. The risks discussed were inclusive of but not limited to possible adjacent organ injury, bleeding, blood transfusion, wound infection, scarring and deformity, need for multiple additional procedures, prolonged open wound care as well as anesthetic complications. The patient asked questions as did her husband who was present during the discussion and had all their questions answered to their satisfaction. Hence, an informed consent was obtained.¿ explant procedure: incision and drainage of abdominal wall abscess with removal of mesh. Placement of wound vac, abdominal wall wound (10 cm wide, 15 cm long, 6 cm deep). Explant date: (B)(6) 2015 (hospitalization (B)(6) 2015) on (B)(6) 2015: (B)(6) med center ((B)(6) ). (B)(6) , md. Operative report. Assistants: (B)(6) , pa-c and (B)(6) , pa-c. Preoperative and postoperative diagnosis: infected seroma of abdominal wall. Anesthesia: general. Specimen: culture and sensitivity. Ventral hernia mesh. Blood loss: minimal. Complications: none. Wound class: class 4 ¿ dirty-infected wound. Procedure: ¿patient brought to the operating room, placed supine on the table, monitored in at least 5 separate physiological parameters. The patient was found to be hemodynamically stable, so general anesthesia was administered. Foley catheter was passed. Ted hose stockings and sequential compression boots were already in place. The abdomen was cleaned, prepped and draped in the usual sterile fashion, after which a timeout was performed, then surgery initiated. A transverse incision was made through the area of maximum fluctuance and the redness extended to the midline and most of left to midline was deepened into the abscess cavity. Pus was obtained and it was cultured. Finger introduced and loculations broken down, after which using richardson retractors provided assistance, the abscess cavity was thoroughly explored, the mesh was seen. Not incorporating tissue was removed by cutting the sutures. Removed the entire mesh completely. All the sutures were also removed. This mesh was sent for gross pathology. The wound was irrigated again, checked for bleeding. There was no bleeding. The wound was measured and found to measure 15 cm long, 10 cm wide and 6 cm deep and medium and small wound vac sponge was placed and wound vac placed 125 mm suction and the entire procedure concluded. Patient tolerated the procedure very well. There were no complications. Patient was sent to recovery in stable condition.¿ on (B)(6) 2015: (B)(6) med center ((B)(6) ). (B)(6) , md. Pathology. Diagnosis: foreign body, anterior abdominals wall: mesh, gross evaluation only. Specimen source: anterior abdominal wall mesh. Gross examination: ¿a white, blood-tinged mesh measuring, 14 x 12 x 0.2 cm. Submitted for gross description.¿ on (B)(6) 2015: (B)(6) med center ((B)(6) ). (B)(6) , md. Microbiology. Culture anterior abdominal wall abscess. No anaerobic organism isolated after five days. Aerobic culture abscess: moderate growth of serratia marcescens isolated. Gram stain: rare white blood cells. Rare epithelial cells. Rare gram negative rods. On (B)(6) 2015: (B)(6) med center ((B)(6) ). (B)(6) , md. Discharge summary. Discharge diagnoses: 1. Anterior abdominal wall abscess, status post ventral hernia repaired on 7/4/2015 with an incision and drainage with removal of mesh and vac wound placement. 2. Mild normochromic normocytic anemia. Hospital course: postoperatively, patient did well. Stay in hospital was otherwise uneventful, was discharged home with home vac and on p.o. Antibiotics. For complete list of medications, she was discharged home on, please see the medication reconciliation sheet. To follow up with her primary care physician within 3 days' time and with dr. Charles-harris within 1 week's time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula form ® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open ventral/incisional hernia repair on (B)(6) 2015 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected gore mesh, infected seroma of abdominal wall, drainage of abdominal wall abscess and pus, placement of wound vac due to open wound, painful swelling and redness in the anterior abdominal wall. Additional event specific information was not provided.